Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition had improved.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 296, 216, 250 and 198 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-156 mg/dl. Customer stated that she had received the products yesterday. Customer states that a few days ago, before she started using the meter, she had her blood sugar checked at the hospital, and the result was 300 mg/dl fasting. At the time of the call, the customer reported feeling weak. Medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 294 mg/dl and 301 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/25/2020 and open vial date is 10/03/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 08-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 08-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".